Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Laparoscopic sigmoid resection for colon cancer. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. Has a lot of experience with our cdh. Fired over 200 devices. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b (in lower third of the range). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No, felt the same as usual. Was the device difficult to fire? No, felt the same as usual. Did the healthcare professional receive audible & tactile feedback when firing the device? He doesn¿t remember this clearly. He thought he didn¿t notice anything unusual. Were there any staple formation issues identified? Yes, some of the staples seemed to be not formed (open legs) and the anastomosis looked ¿srange¿ (musoca was visible). Was the ileostomy planned or performed due to the issues experienced with the device? Performed due to the issues experienced with the device. What is the current status of the patient? Patient is doing well. Ileostoma will be reversed soon.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were there any staple formation issues identified? Was the ileostomy planned or performed due to the issues experienced with the device? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, after firing of the device the surgeon noticed that the washer was not broken. It was still fully in the anvil of the device. The anastomosis was also looking abnormal, since there was too much mucosa visible in the anastomosis. However the tissue donuts were both complete. Since the doctor did not trust the anastomosis, he oversewed it completely and the patient got a temporary ileostomy. The patient is doing fine at the moment. Because of the large amount of feces on the stapler the or team decided to throw the stapler away. Therefore, unfortunately we don't have the device anymore. The doctor told the sales rep that there were no abnormalities noticed in the firing of the device. He fired the device in one smooth motion completely and heard the ¿audible click¿. The procedure was prolonged about 30 minutes.